Event description:
It was reported that approximately one hr into the second case of the day while in volume mode, the ventilator stopped. It was noticed that the bag was distended and "error 34" was on the divan display, when trying to change to the manual/spontaneous mode the "error 34" message was displayed again therefore the manual mode was never successfully reached. The bag was removed to release the pressure in the system. When it was reattached it expanded again. The ventilator override button was pressed to go to manual ventilation, but the bag was distended and hard and the pt could not be ventilated. An ambu bag was used to ventilate the pt, and an ICU ventilator was brought into the room to complete the case.